Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead to be implanted exhibited failure to advance the guidewire and broke the guidewire. The left ventricle lead was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of failure to advance guidewire was not confirmed. A complete lead, without a guidewire, was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. A guidewire could be inserted into the entire lead without any difficulty.